Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found very dirty, water tank cover is broken on top corner and cracked on the bottom, light-emitting diodes (led) broken, front cover chipped in multiple places, corroded quick connect, pole clamp discolored, line cord discolored, cracked plate clip. Functional testing found water started coming out as soon as water was put in. No action taken. Device is no longer needed for the loaner pool and will be scrapped. The root cause of the reported issue was found to be user interface - damage to the tank cover. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
The device serial number and manufacture date was updated. H6: event problem and evaluation codes: update not required a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.